Event description:
Event description boston scientific received information that this right ventricular lead was explanted due to a high threshold measurement of 4.0 volts at 0.5 msec, and the physician felt that this threshold did not provide an adequate safety margin. The patient had also been admitted to the hospital for a syncopal episode, however there was not any indication of loss of capture. Another right ventricular lead was successfully implanted during the procedure.